Manufacturer narrative:
The returned cable was evaluated. During inspection, a broken top sensor shell was found. During evaluation the cable passed all functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.